Event description:
Problems started about a year or so ago. Didn't associate with the mesh product from hernia repair at that time, thought it was back. Having problems with numbness in left leg. Now over the past two months, the numbness in my back has spread to include my entire lower back around the front of the abdomen and now effecting the way I walk and stand. Pain is bad most of the day, haven't had many problems sleeping. Went to the dr to determine if it was a kidney/bladder problem, ultra sound showed nothing on kidneys. As I write this, I look to be 5 months pregnant, stomach hurts, back and leg still numb, stomach extended and feels full, sore to touch or hold anything on. I've lost my appetite nothing when I eat I stay full for hours doesn't matter how much or how little I eat.